Event description:
Thirty minutes after treatment initiation, the patient experienced palpitations, sweating, and discomfort, followed by vomiting (approximately 300g of gastric contents). No additional details were provided.